Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent infusion set needle was confirmed and the cause was determined to be use related. The product returned for evaluation was a one 22ga x 0.75" safestep safety infusion set. The returned product sample was evaluated and the needle was observed to be bent just distal of the non-engaged safety mechanism. The following observations were noted during the sample evaluation: usage residue was seen on the sample which proved that the product had experienced at least some use. The needle tip was barbed suggesting contact between the needle and port base. A functional test of the safety mechanism found that the safety mechanism would not engage over the needle tip due to the bend within the needle. Force applied at an angle to the needle axis, or if the needle is not inserted perpendicular into the port septum, can lead to bending of the needle shaft. It is advised to verify that the needle length is correct based on port reservoir depth, tissue thickness and the thickness of any dressing beneath the bend of the needle; if too long, needle and/or port may be damaged at insertion. Additionally, avoid excessive manipulation once the needle is in the port. No potential damage related to the manufacturing process was noted on the complaint sample. A lot history review (lhr) of ascws0192 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after open the package and the user attempt to flush, the needle was found bent. On 11/6/19 - the safety mechanism on the returned sample would not engage.